Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when a patient presented for routine follow-up, episodes of auto mode switching were observed due to far-field r-wave oversensing. The device was reprogrammed. The patient condition was good after the event.